Event description:
It was reported that the patient presented for a scheduled pacemaker implantation procedure. During the procedure, the initial lead was unable to be positioned at the intended target location. Additionally, the lead exhibited an unspecified helix rotation issue. The lead was removed and replaced with a different length lead. During implantation of the replacement lead, the lead was successfully positioned; however, varying pacing impedance measurements were observed. As a result, the lead was not implanted and was replaced with a new lead and successfully implanted. The patient¿s condition remained stable.